Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002, (B)(6) 2007 and (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced extrusion, infection, recurrence, urinary and bowel problems and organ perforation. On (B)(6) 2007, the patient underwent anterior colporrhaphy, cystotomy repair and rectal enterocele repair. On (B)(6) 2009, the patient underwent lysis of adhesions, left so to treat pelvic pain, cystocele and enterocele. (B)(4) - undefined recurrence; urinary problems; bowel problems; organ perforation; cystocele; rectocele. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00744. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06583. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, leakage, urgency, and urinary retention.

Manufacturer narrative:
(B)(4).